Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the stent was kinked. The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. It was reported that when using the stent to perform thrombectomy, it was found that the tip end was kinked. Damage was observed during the procedure. It was noted that resistance was encountered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.